Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with unspecified mentor breast implants and suffered several unexplained, unspecified systemic symptoms. The patient mentioned ¿years of bii symptoms¿, but no specific issues were stated. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent explantation, but the exact date is unknown. This report is for the first of two devices. Since the device is unknown, it will be defaulted to a gel device. Common device name . Procode for reporting purposes only. If additional information is received, a supplemental report will be submitted.